Manufacturer narrative:
Other applicable components are: product ID: 306001, lot# unknown serial# implanted: explanted: product type screening device product ID: 309201, lot# unknown, product type: screening device. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown ; product ID: 309201, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence, urgency frequency. It was reported that the patient said that they had their leads removed yesterday as they were getting irritation from the tape. No further complications were reported at this time.